Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. The procedure name was not provided. Therefore, a review of the procedure log cannot be performed at this time. The product information was not captured in the procedure log. In addition, the instrument batch sequence number was not provided, and the system was not connected to the network. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. The harmonic ace instrument is a single-use device. Images of the harmonic ace instrument related to this event were received and reviewed. The images confirmed that the harmonic ace instrument blade was missing/detached. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was not retrieved, and the procedure was converted to laparoscopic surgery. At this time, it is unknown what caused the breakage to occur. It is also unknown why the procedure was converted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the harmonic ace instrument knife head broke off and fell inside the patient's abdominal cavity. The fragment was not retrieved. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.42" x 0.10" was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. The harmonic ace instrument information cannot be verified through the system log review at this time as it was not registered on the system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the site was performing a gynecology procedure. The instrument was reportedly inspected prior to use, and no issue was noted. The instrument was in use for about thirty minutes and performed as intended up until it broke. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. After the instrument blade broke off and fell inside the patient, the site could not find the broken fragments. The site elected to convert to laparoscopic surgery to locate the missing fragments but also failed. There were no post-operative tests performed to check for the remaining fragments. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. It was confirmed that there was no patient harm, injury or adverse outcome.